Event description:
While participating in a certification course for the medx lumbar extension machine at the university, the claimant alleges to have injured back. The claimant was being instructed in the operation of the machine. The claimant claims to have injured back performing the range of motion test. When starting at 72 degrees flexion, the claimant felt two "pops" in lower back.